Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this pacemaker remains in service. Additional information was received, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this pacemaker remains in service, and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this pacemaker remains in service. Additional information was received; this cardiac resynchronization therapy defibrillator (crt-d) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. The device was interrogated and confirmed to have recorded a code 1003 on (B)(6) 2025. Analysis confirmed the battery appeared to deplete more quickly than expected. The device case was opened to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed. The battery was replaced with an external power source. The battery was forwarded for detailed testing and physical damage to one of the battery anodes, suspected to have been incurred during the manufacturing process, was identified. This damage resulted in the reported clinical observations.